Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while off of insulin pump therapy and on a back-up plan for insulin delivery with blood glucose measuring >500 mg/dl with associated symptoms of large urinary ketones, extreme drowsiness, blurred vision, nausea and polydipsia. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly corrected elevated blood glucose with insulin injection and fluid intake, which brought the blood glucose level down to 460 mg/dl with moderate urinary ketones. The patient reported having issues with repeated loss of prime and having run out of pump supplies. The patient declined to return the insulin pump for investigation by the manufacturer. This complaint is being reported because the patient reportedly experienced a serious injury while on an insulin delivery back-up plan due to repeated pump loss of prime and running out of pump supplies.